Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported following a catheter replacement surgery the patient had spinal fluid leaking from the original catheter site. The operative report reported the postoperative diagnosis was a cerebrospinal fluid (csf) leak. The procedure performed was re-exploration of lumbar wound, repair and sealing of the csf leak. It was noted a hemo-seal was used. It was noted that general anesthesia was used, and the estimated blood loss was minimal. It was noted that the patient was a very pleasant, delightful, yet unfortunate woman who has undergone a very serious motor vehicle accident, and ended up having a major spinal surgery, losing their right lower extremity and basically has an inefficient left lower extremity. It was stated that the patient has significant muscle spasms in their back and down their leg for which they have an intrathecal morphine pump in place to help with. The patient recently underwent a major revision of the intrathecal morphine pump where they changed all the components and put in a whole new system. In doing so, when removing the catheter, the patient continued to have spinal fluid leaking from where the original catheter site came. Therefore, the patient was admitted yesterday ((B)(6) 2017) and brought the patient to surgery today ((B)(6) 2017) to do a better repair and sealing so the patient will not have any more csf leaking out of their back wound. For the procedure, the patient was brought to the operating room, and a time out was done to make sure the correct patient was in the room and that the planned procedure that was going to be done was going to be done. At this particular point, the patient underwent general endotracheal anesthesia. Once that was done, the patient was then carefully placed on the jackson lumbar frame and once properly positioned on the jackson lumbar frame, the healthcare professional (hcp) and anesthesia colleagues made sure that the patient was secure and comfortable in that position. They prepped and draped the old incision and removed the staples, opened it up, and basically identified where the catheter was going in. Several sutures of pds were used to make sure that the fascial was closed in and around the catheter site. They were extremely careful not to puncture the catheter with the needle. They also filled the track with hemo-seal and in order to close it even more around the catheter site. Once the hcps were satisfied that they had done a very thorough closure, they then closed the wound in multiple anatomical layers. It was noted that the patient tolerated the procedure well and had very minimal blood loss. It was noted that the cerebrospinal fluid leakage was resolved. The patient's weight as of (B)(6) 2017 was (B)(6). Event date was noted as (B)(6) 2017. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-could not aspirate; withdrawal.